Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 31-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was an error in the inventory at the device. A technical support specialist verified that the medid was not checked as backordered on the server, ran an inventory report at the device, and resent inventory messages to the device to resolve the issue. The customer verified that the issue was resolved. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the medid was grayed out and backordered. The customer stated that this malfunction caused a delay in dispensing medication to the patients. However, there were no adverse events or injuries reported based on this event.